Manufacturer narrative:
D10.concomitants: optetrak logic femoral ps cem sz 3 (sn (B)(6)), optetrak logic tray tibia logic (sn (B)(6)), optetrak logic three-peg patella (sn (B)(6)), stryker simplex cement with tobramycin. The additional information provided in the revision operative report will require an new investigation. Investigation pending. There is no other information available.

Event description:
Information received from legal -revision operative report of (B)(6) 2017 for left total knee replacement loosening with pain. The patient was revised to competitor¿s devices. Indications: patient had a successful left knee replacement several years ago and developed pain and was found to have osteolysis on x-rays and CT scan. Procedure: removed the implants in the usual fashion with saw and osteotome at the implant cement interface. They used the reamers to ream up the femoral and tibial canal. They removed old cement and made cuts to freshen the ends of the bone and used 5 mm augments on the distal femur, but augments were not necessary elsewhere. The osteolysis in the distal lateral femoral condyle was curetted out and bone grafted with musculoskeletal transplant foundation cortical fiber allograft. Devices were trial and the implanted. A sterile dressing was applied. The patient was transferred in stable condition to recovery unit. There is no additional information available.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information was not provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
1038671-2024-05027. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The following sections were corrected: h6 (health effect - clinical code, medical device problem code, component code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the legal brief, on (B)(6) 2011, patient underwent a left knee replacement surgery and was implanted with an optetrak device. On (B)(6) 2017, patient underwent a left knee revision surgery, and the optetrak device was explanted. Upon information and belief, patient required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. Patient experiences daily pain and discomfort in his knee, which limits his activities of daily living and impacts his quality of life.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.